Manufacturer narrative:
The event for heat was duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the cable was kinked/damaged. This may cause the event. The cable was replaced.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.